Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided. The subject device was missing from an unknown veptr kit. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Health professional inadvertently checked on initial medwatch; should be only foreign and company representative. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reports an event in (B)(6) as follows: four products were missing from the kit veptr that was sent to a customer. The following products were missing: 388.461, 03(B)(4). The incident resulted in a 15 - 30 minutes delay in surgery. There is no product default reported. This report is 1 of 4 for (B)(4).